Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial infection ("bacterial infections"), back pain ("lower back pain"), dyspareunia ("painful intercourse") and inflammation ("inflammation"). The patient was treated with surgery (surgery to remove device). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, bacterial infection, back pain, dyspareunia and inflammation outcome was unknown. The reporter considered back pain, bacterial infection, dyspareunia, inflammation and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and device breakage ('the spasm broke the essure device during insertion') in an adult female patient who had essure (batch no. 910812-inv, 918888-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included systemic lupus erythematosus. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), bacterial infection ("bacterial infections"), back pain ("lower back pain"), dyspareunia ("painful intercourse"), inflammation ("inflammation"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), dermatitis allergic ("allergic rash"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), nausea ("nausea") and complication of device insertion ("complication of device insertion ") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, bacterial infection, back pain, dyspareunia, dysmenorrhoea, abdominal pain, menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, urinary tract infection, cystitis and vaginal infection had resolved and the device breakage, inflammation, allergy to metals, dermatitis allergic, fatigue, hormone level abnormal, nausea and complication of device insertion outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, bacterial infection, bladder disorder, complication of device insertion, cystitis, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, inflammation, menorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she received treatment for: dysmenorrhea (cramping), abdominal pain, dyspareunia, pelvic pain, back pain, general abnormal bleeding and menorrhagia (heavy menstrual bleeding). After insertion of the essure device as detailed below, 3 coils were visualized extending out of the tubal ostia on the left and 3 coils were visualized extending out of the tubal ostia on the right. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: cervix: unremarkable, endometrium: secretory, myometrium: unremarkable and bilateral fallopian tube: unremarkable. A 0.4cm thin walled cyst is attached to one of the tubes. Lot numbers reported (910812, 918888) are invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: update of information (batch is not valid). On 25-sep-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and device breakage ('the spasm broke the essure device during insertion') in an adult female patient who had essure (batch no. 910812, 918888) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included systemic lupus erythematosus. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), bacterial infection ("bacterial infections"), back pain ("lower back pain"), dyspareunia ("painful intercourse"), inflammation ("inflammation"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), dermatitis allergic ("allergic rash"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), nausea ("nausea") and complication of device insertion ("complication of device insertion ") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, bacterial infection, back pain, dyspareunia, dysmenorrhoea, abdominal pain, menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, urinary tract infection, cystitis and vaginal infection had resolved and the device breakage, inflammation, allergy to metals, dermatitis allergic, fatigue, hormone level abnormal, nausea and complication of device insertion outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, bacterial infection, bladder disorder, complication of device insertion, cystitis, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, inflammation, menorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she received treatment for: dysmenorrhea (cramping), abdominal pain, dyspareunia, pelvic pain, back pain, general abnormal bleeding and menorrhagia (heavy menstrual bleeding). After insertion of the essure device as detailed below, 3 coils were visualized extending out of the tubal ostia on the left and 3 coils were visualized extending out of the tubal ostia on the right. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: cervix: unremarkable, endometrium: secretory, myometrium: unremarkable and bilateral fallopian tube: unremarkable. A 0.4cm thin walled cyst is attached to one of the tubes. Most recent follow-up information incorporated above includes: on 8-sep-2020: medical records received. Reporter, lot number, rcc and lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and device breakage ('the spasm broke the essure device during insertion') in an adult female patient who had essure (batch no. 910812-inv, 918888-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included systemic lupus erythematosus. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), bacterial infection ("bacterial infections"), back pain ("lower back pain"), dyspareunia ("painful intercourse"), inflammation ("inflammation"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), dermatitis allergic ("allergic rash"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), nausea ("nausea") and complication of device insertion ("complication of device insertion ") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, bacterial infection, back pain, dyspareunia, dysmenorrhoea, abdominal pain, menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, urinary tract infection, cystitis and vaginal infection had resolved and the device breakage, inflammation, allergy to metals, dermatitis allergic, fatigue, hormone level abnormal, nausea and complication of device insertion outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, bacterial infection, bladder disorder, complication of device insertion, cystitis, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, inflammation, menorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she received treatment for: dysmenorrhea (cramping), abdominal pain, dyspareunia, pelvic pain, back pain, general abnormal bleeding and menorrhagia (heavy menstrual bleeding). After insertion of the essure device as detailed below, 3 coils were visualized extending out of the tubal ostia on the left and 3 coils were visualized extending out of the tubal ostia on the right. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: cervix: unremarkable, endometrium: secretory, myometrium: unremarkable and bilateral fallopian tube: unremarkable. A 0.4cm thin walled cyst is attached to one of the tubes. Lot numbers reported (910812, 918888) are not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bacterial infection ("bacterial infections"), back pain ("lower back pain"), dyspareunia ("painful intercourse"), inflammation ("inflammation"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), dermatitis allergic ("allergic rash"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), fatigue ("fatigue") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, bacterial infection, back pain, dyspareunia, dysmenorrhoea, abdominal pain, menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, urinary tract infection, cystitis and vaginal infection had resolved and the inflammation, allergy to metals, dermatitis allergic, fatigue, hormone level abnormal and nausea outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, bacterial infection, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, inflammation, menorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she received treatment for: dysmenorrhea (cramping), abdominal pain, dyspareunia, pelvic pain, back pain, general abnormal bleeding and menorrhagia (heavy menstrual bleeding). Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Product indication added. Essure implant date updated. Events added: general abnormal bleeding, dysmenorrhea (cramping), abdominal pain, menorrhagia (heavy menstrual bleeding), nickel allergy, allergic rash, bladder problems, urinary problems, vaginal discharge, urinary tract infection, bladder infection, vaginal infection, fatigue, hormonal changes, nausea and she did not undergo essure confirmation test. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.